Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed; however, the sharesource log files associated with amia cycler were reviewed. A review of the most recent therapy showed an excessive drain volume of 3928ml during drain 5 of 5. A review of the device programming revealed the programmed estimated night uf (100 ml) may have been set too low for the most recent therapies. Per the amia clinician guide, setting the estimated night uf too low, or to 0 (zero), may result in a higher risk of iipv. The estimated night uf value should be based on an average of the nightly uf from the past seven consecutive therapies for a specific program. The log data of the seven most recent therapies showed the patient¿s average uf was approximately 780 ml. Based on the device log analysis, the probable cause of the reported event was determined to be the programmed estimated night uf being set too low. The amia automated pd system patient guide explains the estimated night uf settings, provides treatment and programming answers on the settings. The guide also provides warnings regarding settings being set too low. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced shortness of breath and overfill during fill four of five and fill five of five. The patient was connected to the amia device at the time of the events. The care giver (cg) stated they selected the option to drain which relieved the symptoms; however, they were not sure how much fluid drained. The cg stated there were no bypasses performed and the patient used 3 bags of dianeal and one bag of extraneal. The cg would call back when they returned home to review the programming. Renal therapy services advised the cg to follow up with the pd nurse to review programming. The device was operational, and a swap was not necessary. There was no medical intervention associated with this event. No additional information is available.